Event description:
It was reported that the patient had their superion indirect decompression (ID) spacer removed for an unknown reason. The patient did well post-operatively. Additional information has not been provided despite good faith efforts. The device was not returned for analysis as it was retained by the facility.